Event description:
It was reported that the patient had acute right ventricular failure. They had extracorporeal membrane oxygenation (ECMO) placed and inotropes were initiated. Their flows were below 2.5 lpm with continuous alarms and alarm fatigue. The low flow software was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025 at 01:27:56 ¿ (B)(6) 2025 at 05:43:20, per the timestamps. Intermittent low flow events were captured on (B)(6) 2025, several of which resulted in transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. Additionally of note, the low flow events appeared to resolve by the end of the file on (B)(6) 2025. Review of the left ventricular assist device (lvad) event and periodic log files captured additional low flow events on (B)(6) 2025 and (B)(6) 2025; it is unknown if these low flow events were associated with low flow hazard alarms, as there is no controller event data available for this timeframe. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that a right ventricular assist device (rvad) was placed during implant. Log files captured persistent low flow events with pulsatility index (pi) values in the 7-8 range. The flow recovered to 4 lpm range by the end of the data capture. The patient had low filling pressures and required three units of packed red blood cells (prbcs) and a 1-liter fluid bolus. The patient's lasix (furosimide) was stopped on (B)(6) 2025 during rounds. The team was trying to wean the patient off their impella rp.